Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain/ sensitivity at the ipg site. The ipg seemed to be rubbing on patient¿s clothing causing redness at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg site was relocated. This addressed the issue. Patient denies trauma.